Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure on an unknown date. During the procedure, it was noted that the balloon burst during inflation. No patient complications were reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4).

Manufacturer narrative:
Block h2: additional information: b3 (date of event), b5 (describe event or problem), block d7a (sud reprocessed and reused) and block h8 (usage of device). Block h6: device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure on an unknown date. During the procedure, it was noted that the balloon burst during inflation. No patient complications were reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay. Additional information received on september 10, 2022. It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a balloon dilation procedure performed on (B)(6) 2022.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results the returned cre fixed wire dilatation balloon was analyzed and a visual examination found that the catheter of device had no damages. The balloon of the device was not returned. Microscopic analysis was performed and there was evidence of a mechanical cut in the wire. With all available information, boston scientific concludes the reported event of balloon burst was not confirmed as the balloon was not returned and the wire had evidence of a mechanical cut. It is possible that the analyzed condition of the mechanically cut wire and the balloon being detached is likely to have occurred due to the physician facing adversities when trying to remove the device from the scope. Therefore, the catheter was cut and the balloon was pushed out through the distal tip of the endoscope. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure on an unknown date. During the procedure, it was noted that the balloon burst during inflation. No patient complications were reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay. Additional information received on september 10, 2022: it was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a balloon dilation procedure performed on (B)(6) 2022.